Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system freezes intermittently. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The non-conforming hard drive (hd) was replaced to resolve the issue. How or when this component became nonconforming is unable to be determined conclusively. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming hard drive. However, how or when this component became nonconforming is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).